Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Clotting related to rotaflow centrifugal pump during neonatal and pediatric ECMO; the rotaflow consoles 94175641; 94175642 and the rotaflow drives: 910122478, 910122485 are affected. Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow hardware leads to clotting in the oxygenator. As stated in the letter by the hospital dated on (B)(6) 2020 the department of neonatology of the radboud university medical hospital stops using the getinge rotaflow centrifugal pump for neonatal and pediatric ECMO cases. The customer stated the following: " since the introduction of the rotaflow in the institution on 1 november 2019, we performed nine rotaflow driven ECMO procedures, mostly in neonates with congenital diaphragm herniation. During these procedures, many clotting complications occurred resulting in nine oxygenator exchanges. Causality between the clot formation and the rotaflow centrifugal pump is highly suspicious. Firstly, the clots were absent in other parts of the oxygenator. Secondly, these type of clots were not present when we used either the hl20 roller pump (until 2018) or the recently tested centrifugal pump of another company in three patients." As stated on 2020-12-17 by the sales and service unit the anti-coagulation parameters were adequate. The anti-coagulation protocol of the hospital is based on elso guidelines and the most recent literature. The standard method is to administer a heparin bolus prior to cannulation and to verify that act > 300s. Continuous heparin infusion is initiated directly after ECMO start. Heparin dose is adjusted using anti-xa measurement with a target range of 0,3 ¿ 0,7. Anti-xa is measured three times daily. If indicated the protocol is optimized to the individual patient. The customer also performed an investigation of the oxygenators with an electron microscope. In this investigation the customer found unknown structures and cell debris. A medical assesment was performed by the medical affairs departement on 2021-02-18 with following outcome: similar clots were not observed in any other portion of the nine oxygenators exchanged except the rechamber side (venous aspect) of the pediatric quadroxid. Additionally, similar clots were not identified in the venous prechamber of the pediatric quadroxid during roller pump (hl20) or other centrifugal pump use. The deployment of the roller pump was previous to the use of the rotaflow centrifugal pump (i.e. Up to 2018) and the deployment of another centrifugal pump used after the rotaflow was taken out of service. The customer is not using the rotaflow for patient treatment anymore. To appraise the cases identified in this complaint completely, a full explanation of the coagulatory condition would be required. The following are as possible hypotheses for the observations for the customer: 1.red blood cell (rbc) agglutination. Select studies and white papers have shown that certain drugs may induce immune haemolytic anaemia (diiha). 2.shredding of existing clot by the centrifugal pump with subsequent deposition on the prechamber of the pediatric quadroxid. 3.deposition of aged rbcs (e.g. Stroma, free hemoglobin, iron, etc.) From packed rbcs administered to the patients. Because packed rbcs have a defined lifespan, older banked blood may be prone to liberate the byproducts of cell aging. Last, without a complete examination and investigation of the product, a definitive root cause cannot be determined. According to the instruction for use of the rotaflow (instructions for use / 4.2 / en / 13, chapter 2.1.3 intended patient) can the product be used for all patients irrespective of age, body weight and gender. Patient selection lies entirely in the responsibility of the treating physician. According to the instruction for use (instructions for use / 4.2 / en / 13, chapter .2.1 general risks in the use of heart-lung support systems) the vital parameters of patients receiving support from the rotaflow system must be monitored continually by an independent monitoring system and the intended user. Clinical procedures and methods are the responsibility of the physician. The following vital parameters of the patient must be monitored by an external monitoring system and the intended user during use: continuous measurements: - verified temperature measurement - arterial pressure - electrocardiogram (ECG) regular measurements: - activated clotting time (act) - blood gas analysis regular measurements for applications which last more than 6 hours: - antithrombin 3 - partial thromboplastin time (ptt) in addition, the following continuous measurements are recommended: - central venous pressure (cvp) - pulmonary arterial pressure (pad) - peripheral oxygen saturation according to the instruction for use (instructions for use / 4.2 / en / 13, chapter 2.2.6 monitoring and sensors) the flow measurements are less accurate with flows less than 2 liters per minute (lpm). An independent external flow measurement in this flow range has to be used. The product in question was produced in 2019-11-13. The device history record (DHR) of the rotaflow console (material: 70105.1701, serial: (B)(6) for which a customer complaint was received, was reviewed on 2021-01-12. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The device history record (DHR) of the rotaflow drive (material: 70102.2161, serial: (B)(6) for which a customer complaint was received, was reviewed on 2021-01-12. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The device history record (DHR) of the rotaflow console (material: 70105.1701, serial:(B)(6). For which a customer complaint was received, was reviewed on 2021-01-12. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The device history record (DHR) of the rotaflow drive (material: 70102.2161, serial: (B)(6) for which a customer complaint was received, was reviewed on 2021-01-12. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on this information the reported failure "clotting" could be confirmed, but the rotaflow was not the cause of the reported failure. One of the nine reported oxygenators was investigated in the complaint (B)(4). In the laboratory of the manufacturer; further disposables are not available for investigation. Following observations have been made: during the visual inspection of the samples, many smaller clots were found on the blood inlet side. No leakage was found during the tightness test according to lv 201. A water circuit was set up with the help of the roller pump and no pressure anomalies were detected. Both oxygenators showed similar pressure values on the external pressure sensor at the same flow rate. The failure is comprehensible but the increased pressure is not reproducible. Thus the reported failure for the oxygenator could be confirmed. The most probable root cause of the increased delta pressure are the clots and the resulting increased flow resistance. In accordance to the risk assessment (quadrox-ID, pediatric, dms#1462367) following causes could lead to the reported failure: -shear forces leading to blood damage -insufficient anticoagulation -hemostasis -prolonged use -high centrifugal pump speed in combination with restriction of blood flow, high pressure and shunts leading to excessive shear forces -mechanical red cell degradation -wrong administration of protamine based on these investigation results a product related malfunction of the rotaflow hardware cannot be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. All complaints were received from radboud university medical center, netherlands and no similar complaints were reported elsewhere, which does not allow a suitable comparison or trending analysis of the particular failure mode.

Event description:
Complaint ID: (B)(4).